Manufacturer narrative:
A complete lead was returned in one piece measuring 57.0/69.5 cm. Analysis was normal. No anomalies were found other than procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was noted on the temporary right ventricular lead. Upon implanting a new device, high impedance and insulation wear was noted on the lead. The lead was not used, and another was implanted. The patient was stable.